Manufacturer narrative:
B1 and h1: added serious injury. D2a and d2b: updated the device common name and pro-code. D6a and d6b: omit the implant and explant date. This does not apply to the controller. H6: added code e2343 and f1905. Omitted code e2403 and f26.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that the new hematoma noted at the axillary site. Cardiothoracic surgery (cts) team notified, sandbag remains in place. Cts was aware and not concerned at this time. Patient remains asymptomatic, and hemoglobin was stable.